Event description:
Pet owner reported when she pushed down on the plunger rod before drawing her pets insulin, "clear liquid" came out onto the needle tip. Stated, she did not use any syringes that had the "clear liquid" coming from the barrel. Lot: 3079318, catalog: 328438, date of event: unknown, samples: yes. Would like to know what the findings are once the investigation is complete. Cl

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.